Event description:
Additional information was received from the physician. The patient's symptoms of sleep apnea were first exhibited in 2006, and he was diagnosed in (B)(6) 2008. The patient has a medical history of sleep apnea prior to vns, as the patient was implanted with vns in (B)(6) 2007. The physician reported that the sleep apnea is unrelated to vns. The apnea is not associated with stimulation, and no other interventions were taken besides using CPAP. No causal or contributory programming or medication changes preceded the onset of the sleep apnea.

Event description:
Clinic notes dated (B)(6) 2012 revealed that the patient has a past medical history of obstructive sleep apnea and is being treated with CPAP. However, attempts for further information from the physician have been unsuccessful to date. It is unclear if the patient's sleep apnea was first observed prior to being implanted with vns on (B)(6) 2007.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the date of event incorrectly, as the physician provided additional information after the initial report.